Event description:
It was reported that a 3.0x23 xience v rx stent delivery system (sds) was advanced to a heavily calcified de novo lesion in the heavily tortuous mid left anterior descending coronary artery, but was unable to cross the lesion due to the heavy calcification and tortuosity. The rx xience v was withdrawn from the anatomy, and two shorter 3.0x9 non-abbott stents were able to cross the lesion and were deployed in place of the longer xience stent that was unable to cross the lesion. During deployment of the 2nd non-abbott stent, a free perforation was believed to have occurred, as what was believed to be extravasation of dye was visualized. As treatment, a 3.0x16 otw jostent graftmaster stent graft system was advanced to treat the perforation, however, was unable to cross the lesion and was subsequently withdrawn. An unspecified balloon dilatation catheter was advanced to the lesion and it was then noted that what was believed to have been a free perforation was, in fact, a vessel dissection, and not a free perforation. The advanced unspecified balloon was used to successfully treat the dissection. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the initial filed report, it was noted that a duplicate medwatch report (B)(4)) had been filed. A review of the duplicate filed report revealed the following additional information: the reported successful treatment of the dissection with an unspecified balloon had been performed via prolonged inflations. The dissection was noted during a review of the procedural angiography films (B)(6) 2012. No additional information was noted.

Manufacturer narrative:
(B)(6). (B)(4). Indication for use - used to treat dissection. It was reported that the graftmaster stent was being used to treat a dissection. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter.